Event description:
Customer's wife alleges her husband was hurt while using the product.

Manufacturer narrative:
The model number, serial number, and the date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.